Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she had bladder pain and wanted to turn stimulation off. The patient noted she has interstitial cystitis. The patient noted she has had pain off and on but it has gotten really bad in the last couple of months. The patient noted the device never really helped with the pain, but it did help with frequency. The patient stated the reason she was implanted for retention and the device was taking care of the retention, she is able to go to the bathroom on her own. Additional information from a healthcare professional (hcp) reported a hydrodistention procedure in the clinic has actually reduced pain. The hcp noted the cause of the bladder pain was interstitial cystitis. The hcp noted the hydrodistention was done and greatly reduced pain. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.